Manufacturer narrative:
The actual device was tested by the service provider on 04/15/2019. The pump passed the air in line alarm test and met all specifications as intended. The reported issue was not confirmed.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2019 and reported that pump (B)(4) had a missed air in line alarm. The infusion was stopped before the air got the patient, therefore there was no patient injury or harm. The device operator was a nurse. Medication being infused was unknown.